Event description:
It was reported that during an attempted implant after connecting the electrodes to the ICD, unacceptable pacing thresholds were observed. The doctor decided not to use this device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the high threshold could not be determined.